Event description:
Same case as MFR report#: 2134265-2009-01844 and 2134265-2009-01845. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) procedure, a burr entrapment occurred. The 80% stenosed and de novo lesion was located in the moderate to severely calcified and mildly tortuous proximal left anterior descending (lad) artery. The length of the lesion was approximately 60 mm. Vascular access was gained through the right femoral artery. The physician had successfully used a 1.75 mm burr prior to using the 2.15 mm burr. Prior to ablation, the rotalink catheter was advanced to the lesion with the rotational speed set at approx. 170,000 and the physician had stopped the burr distal to the lesion "then lunged forward", but the 2.15 mm burr got stuck in the target lesion. The rotalink system was stopped immediately and the situation was analyzed with fluoroscopy. The physician attempted to use two apex push monorail, 1.5 mm x 20 mm and 2.5 mm x 15 mm balloon catheters to facilitate removal of the stuck burr, but both balloons ruptured at their rated burst pressure. The apex balloon catheters were removed from the pt without incident. The physician was able to "drive" an unspecified 8f jl guide catheter down the 2.15 mm burr which loosened the burr for removal. The procedure was completed successfully by ballooning and stenting with two taxus liberte stents. No further pt injuries or complications were reported. The pt's status was reported as "fine".